Event description:
The international distributor (B)(4) reported an issue their customers encountered related to the suction control valve. This valve is provided by the manufacturer as an OEM device for further processing/kitting by the distributor. The report stated there were several incidents that occurred at separate hospitals. The distributor received information that during priming of the circuit, when the plasmalyte bag was spiked a leak was observed from the one-way pressure valve. It was reported that the customer waited to see if the leak was only temporary; however, following priming the valve was observed to be continually leaking at about 1 drop/second. As a result of the event the hospital staff changed out the valve. It is unknown if all the valves will be returned to the manufacturer for analysis. There were no patient complications reported as a result of the alleged event. Reference manufacturer reports: 1649914-2015-00017 through 1649914-2015-00022.

Manufacturer narrative:
It is unknown if a sample is available to be returned to the manufacturer for analysis. However, the root cause for the same complaint condition has been identified and is currently being addressed in the CAPA system. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.